Event description:
It was reported that this right ventricular (rv) lead was found to have exhibited a high out of range shock impedance measurement via the remote monitoring system. The impedance measurements were noted to have been increasing over the past year. Further evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.